Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Sleep current measurement, active current measurement and self test. All currents within specification range. Device was monitored for several hours and no unexpected low battery life, low battery alert, unexpected battery lasts less than expected, keypad anomaly, or delivery anomaly alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that middle button was harder to press and it was sticking. Customer also received random no delivery alerts, diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.